Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 405mg/dl. Reportedly, the cause of the elevated bg was customer was using expired insulin. Bg was treated via intravenous insulin and fluids. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 252mg/dl).